Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir ring pops out and had to be put back in place every time. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had rejected new batteries, the parts of the reservoir compartment opening had broken off, battery life was diminished down to about a month. The insulin pump will not be returned for analysis.